Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that report server was not functioning. The technical support specialist (tss) determined extract load transform (etl) job had stalled and stopped according to the job history. Tss accessed the application and report server, reviewed the error logs, and identified an error related to the ¿der report period¿ transformation failure. The etl job was restarted successfully. The next etl cycle completed without issues. A test report was generated and accessed without errors. Customer was informed of the findings and later confirmed that the reports were functioning as expected. The case was closed after customer agreement.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the report server was not working and displayed the message "unexpected error occurred". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.